Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-02501 and 02502.

Manufacturer narrative:
Initial information received alleged the patient experienced a cardiovascular event. Additional information received specified that the previously reported cardiovascular event was an atrial fibrillation. This is one event for the same patient involving two separate products; associated manufacturer report numbers are 1225714-2014-02501 and 1225714-2014-02502. Additional information has been requested and will be submitted upon receipt accordingly.